Manufacturer narrative:
The device was evaluated by the MFR. Components l1 and t2 were found overheated on the pc board 1568 and t16 was found defective on pc1618. Previous investigations have shown that the described problem can occur if the gas supply modules are dismounted/mounted when the ventilator is in standby mode and connected to mains power. The operating manual contains instruction for proper dismounting/mounting of the gas supply modules.

Event description:
Siemens demo unit was on pediatric pt when reportedly smoke and a burning smell was noticed coming from the ventilator. No alarms were noted the ventilator continued functioning until the operator intervened. The hosp reports that a blood gas analysis was performed on the pt after the event and indicated no adverse effect on the pt. There was no injury as a result of the event.